Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within product specification. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer. History list: all by the customer programmed boluses and basal rates also the mentioned were successfully delivered by the pump. The mentioned two boluses of 11.0 iu and 2.1 iu were programmed by the customer via meter and successfully delivered with the pump on (B)(6) at 19:08 and 19:16. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013 patient reported that on last saturday at 7:16 pm she asked a bolus suggestion to the blood glucose monitoring device and the device suggested a bolus of 11 units of insulin. Patient stated the infusion device did not deliver the bolus correctly because she realized the infusion device had stopped to deliver insulin before it should have. Patient reported she checked the data memory and the last bolus that was delivered was 2.1 units instead of 11 units suggested by the blood glucose monitoring device. Patient stated the infusion device did not report any alarm of bolus interrupted and the last alarm listed in the alarm memory is a w1 (cartridge low) message on (B)(6)2013 at 4:15 pm. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.